Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported rupture to right side device. Device has been explanted.

Event description:
Healthcare professional reported rupture to right side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified it to be underweight, had red particles in the shell, had brown biological tissue and a broken shell on the posterior. A visual and microscopic analysis was performed which identified a sharp broken, crease fold, a missing shell (0-25%) and a wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.